Event description:
It was reported that an episode review of device data from the implantable cardioverter defibrillator associated with this right ventricular lead was requested by a clinician. A non-sustained ventricular tachycardia episode had occurred due to oversensing of noise, which was not reproducible. Impedance measurements were reportedly within normal limits. The caller noted that right ventricular pacing impedance had been low and out of range approximately a month prior. Technical services review confirmed the noise and discussed this was potentially a lead issue. The caller also reported that the patient was scheduled to be brought in for further evaluation and to program the device to monitor only. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating the right ventricular lead exhibited more low, out-of-range impedance measurements of less than 200 ohms. The rv lead also continued to exhibit oversensing, and specifically t-wave oversensing, which resulted in an episode of pacing inhibition in which the patient experienced four and again later three seconds of asystole, as the oversensing triggered ventricular tachycardia response (vtr) which inhibits atrial pacing, and the current settings only paced in the atrium. Technical services (ts) was contacted, and ts discussed programming options, such as turning tachy mode off instead of monitor only to prevent vtr. No adverse patient effects were reported.

Event description:
It was reported that an episode review of device data from the implantable cardioverter defibrillator associated with this right ventricular lead was requested by a clinician. A non-sustained ventricular tachycardia episode had occurred due to oversensing of noise, which was not reproducible. Impedance measurements were reportedly within normal limits. The caller noted that right ventricular pacing impedance had been low and out of range approximately a month prior. Technical services review confirmed the noise and discussed this was potentially a lead issue. The caller also reported that the patient was scheduled to be brought in for further evaluation and to program the device to monitor only. No adverse patient effects were reported. This lead remains in service.